Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose readings and went back to syringes. Customer stated that she was under a lot of stress at work and her blood glucose is going really high. Customer tries to treat with the pump and it doesn't come down. Customer stated that it has been about a week. Customer just received a replacement. Customer stated that she is also moving which is causing excessive stress. Customer's blood glucose readings have ranged in the 300's mg/dl to 451 mg/dl. Customer treated with a syringe. Customer's current blood glucose was 113 mg/dl. Customer stated that she felt sick to her stomach when her blood glucose was 451 mg/dl. Customer stated that she spoke to a nurse practitioner and she gave her some advice. Customer stated that she had tiny little bubbles in the tubing. Customer performed a high pressure test and passed. Customer mentioned that she thinks maybe the pump was exposed to moisture about a week ago.